Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that the pump issue, serious injury- unspecified issue was not determined. The reported issue that there was the pump issue, serious injury- unspecified issue could not be confirmed. No further investigation of this event is possible at this time, and patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from (B)(6) medical device incidents database regarding issues involving cardiac arrest, hospitalization or prolonged hospitalization, serious injury illness impairment, resuscitation, inappropriate audible prompt / feedback, low audible alarm, communication or transmission problem, insufficient information, device not returned, no findings available, cause not established.